Event description:
An electromechanical ambulatory infusion pump was returned to mckinley for routine service. At the time of the return, there was no report from the customer (a distributor) of a reportable event. Mckinley learned of a reportable malfunction upon opening the package of the returned device. A note described a non-delivery problem, which was determined by an observation of blood backing into the tubing set. Follow-up communication with the customer indicates that there was no pt injury.